Manufacturer narrative:
PMA/510(k) #: k163018 device evaluation the zilbs devices of unknown lot numbers involved in this complaint were implanted in the patients and were not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0065-3) lists stent occlusion, tumor ingrowth or excessive hyperplastic tissue ingrowth and tumor overgrowth as known potential adverse events. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to disease progression and/or patient pre-existing conditions. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patients who presented with tumor ingrowth/overgrowth were treated by placement of an additional stent and patient who presented with biliary sludge was treated by balloon retrieval (of the sludge). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Description of event: koshitani et al 2018: ¿endoscopic deployment of multiple (= 3) metal stents for unresectable malignant hilar biliary strictures¿. After initial drainage with endoscopic biliary stenting and/or endoscopic nasobiliary drainage, sems were typically deployed as follows. After selective cannulation using a tapered-tip catheter (mtw endoskopie, wesel, germany) and a 0.025-inch guide wire (visiglide 2; olympus medical systems, tokyo, japan), two 6-fr stent delivery systems (zilver 635 biliary self-expanding stent, 8-mm stent diameter; cook medical, tokyo, japan) were simultaneously inserted through the working channel of a therapeutic duodenoscope (tjf-260v; olympus medical systems, tokyo, japan). They were positioned such that one was in the right posterior sectoral duct and one in the left hepatic duct. The sems were deployed using the sbs method with the distal stent markers aligned within the duct to facilitate selective reintervention. Next, a 0.025-inch guide wire was introduced into the right anterior sectoral duct through the mesh of the sems on the right side. Then, the mesh of the stent was dilated with a 6-mm balloon (ren; kaneka medix, osaka, japan), the guide wire was exchanged for a 0.035-inch stiff guide wire (wrangler; piolax, kanagawa, japan), and the delivery system was introduced. Finally, another sems was deployed in the right anterior sectoral duct using the sis method (off label use). Stent occlusion was defined as recurrence of biliary obstruction and jaundice and/ or evidence of cholestasis confirmed by computed tomography, requiring biliary reintervention.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: koshitani et al 2018: ¿endoscopic deployment of multiple (= 3) metal stents for unresectable malignant hilar biliary strictures¿. After initial drainage with endoscopic biliary stenting and/or endoscopic nasobiliary drainage, sems were typically deployed as follows. After selective cannulation using a tapered-tip catheter (mtw endoskopie, wesel, germany) and a 0.025-inch guide wire (visiglide 2; olympus medical systems, tokyo, japan), two 6-fr stent delivery systems (zilver 635 biliary self-expanding stent, 8-mm stent diameter; cook medical, tokyo, japan) were simultaneously inserted through the working channel of a therapeutic duodenoscope (tjf-260v; olympus medical systems, tokyo, japan). They were positioned such that one was in the right posterior sectoral duct and one in the left hepatic duct. The sems were deployed using the sbs method with the distal stent markers aligned within the duct to facilitate selective reintervention. Next, a 0.025-inch guide wire was introduced into the right anterior sectoral duct through the mesh of the sems on the right side. Then, the mesh of the stent was dilated with a 6-mm balloon (ren; kaneka medix, osaka, japan), the guide wire was exchanged for a 0.035-inch stiff guide wire (wrangler; piolax , kanagawa, japan), and the delivery system was introduced. Finally, another sems was deployed in the right anterior sectoral duct using the sis method (off label use). Stent occlusion was defined as recurrence of biliary obstruction and jaundice and/ or evidence of cholestasis confirmed by computed tomography, requiring biliary reintervention. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as all patients required intervention following stent occlusion. (Tumor ingrowth and overgrowth were treated by additional deployment of sems or plastic stent (ps). Biliary sludge inside the stents was eliminated by balloon retrieval.)